Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. However, the complainant reported that the device was not expired. The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an alair bt catheter was used during a bronchial thermoplasty procedure. According to the complainant, the patient underwent the second bronchial thermoplasty procedure (date unknown) to the left lower lobe under general anesthesia. The procedure was completed successfully and no device malfunctions occurred. Post procedure the patient began experiencing symptoms of asthma and was hospitalized for a five day period.